Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and received request to rewind insulin pump. Customer also stated that they are able to rewind the insulin pump. Customer was performed to self test and the test did not pass. Customer was assisted with performing displacement test and the test results was passed. Troubleshoot was performed. Customer advised to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.